Manufacturer narrative:
UDI: (B)(4). Please see MDR-2017-04279 for related report regarding the programmer involved in this event. (B)(6).

Event description:
During a follow-up, the longevity of the pacemaker was measured. The resulting measurement indicated the pacemaker battery was full, however the actual estimated longevity of the device was 3.75-5 years. The patient experienced no consequences as a result of the event.